Manufacturer narrative:
The description of the event and the logfile provided were analyzed regarding the reported event. Initially it was reported that the cockpit rebooted. However the analysis of the logfile revealed that instead the ventilation unit was rebooted due to a signal loss between the cockpit and the ventilation unit. "Mv low" and "device failure 3" were posted as result of the reboot. During onsite inspection the control board ¿m16 therapy control unit¿ was confirmed to be root cause. The device is equipped with a software which monitors its proper functioning. In case internal deviations are detected, a reboot of the ventilation unit is triggered in order to reestablish the specified state. The reboot is accompanied by an audible alarm which informs the user about the reboot procedure. During the reboot a valve is opened in order to release the pressure of the system and to allow the patient to breath spontaneously. In case the first reboot does not solve the deviation, two more reboot attempts may be triggered before the device would be switched off while the aforementioned valve remains open and an accompanying alarm sounds. Manual ventilation with an alternate device may become necessary. Replacing the affected control board has solved the reported deviation.

Event description:
It was reported that the device posted "mv low" and "device failure" alarms and rebooted the cockpit accompanied by a corresponding alarm. It was further reported that the user turned off the device via the main switch after it completely froze. After trying to turn it on again the user reported that the device posted an error code message. No injury reported.